Event description:
Pt sample was misidentified by the lh750 analyzer. The customer indicated that when pt (a) sample results came off the worklist they were matched with the correct demographics and proper sample ID. About an hour after pt a's sample was tested, the sample was re-inserted in a cassette (tube holder) with other specimen for retesting. The sample for pt a was placed directly after a sample from pt b. When the sample from pt b was tested, the results were matched with the correct demographics and proper sample ID. After the sample from pt b was tested, the sample from pt a was retested. The lh750 instrument gave sample results with "no match" and "no demographics" as expected. The retesting of the sample from pt a matched the original test result. The result from pt a was incorrectly matched with the sample ID from pt b. The customer indicated that the sample from pt b was retested to verify the results. The error was discovered after the sample from pt b was retested. The customer indicated that the misidentified sample results from sample a were not reported out of the lab. There has been no change to pt treatment or any injury that can be attributed to this event.